Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the low alert did not have audio on the g5 application. It was reported that the patient was asleep when the dexcom read 57 mg/dl and thought they were going to get an alarm; however, the patient stated that the urgent low alarm does not go off until it reads 55 mg/dl or below. When the patient's followers were notified of the low reading below 40 mg/dl, they woke up the patient. The patient ate food and did not seek medical attention. Additional event or patient information is not available. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.